Event description:
The technician reported the left foot side rail would not latch. The bed was located in (B)(6) at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found while performing preventative maintenance that the left foot side rail center arm assembly is cracked. The technician found it to be cracked at the lower pivot point. The most likely cause would be the side rail was pulled on with too much force. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left foot side rail center arm assembly to resolve the issue. Based on this information, no further action is required.